Event description:
It was reported that while removing the coil from the dispenser hoop, resistance was felt. Once removed from the dispenser hoop, the coil was noted to be broken. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  The subject device was disposed; therefore, physical analysis cannot be performed. Review and analysis of the available information fails to indicate a definitive cause of the reported event. The subject device was disposed at the hospital.